Event description:
It was reported that the patient with this right ventricular (rv) lead was extremely symptomatic to any form of ventricular pacing, and their device had been aai pacing for some time. Previous checks had mentioned the likelihood of possible undersensing of atrial fibrillation (af). The local area field representative suspected undersensing of underlying fine af resulting in atrial threshold unable to be determined and no capture due to the atrial arrhythmia. Technical services was consulted and provided troubleshooting and potential reprogramming recommendations. No adverse patient effects were reported. Information later received indicates the patient recently underwent a revision procedure, and this rv lead was surgically capped/abandoned (remains implanted but out of service) and a new rv lead was implanted. This was done successfully with no discomfort noticed by the patient at high outputs. The atrium was passively mapped to determine if a new atrial lead would help with sensing; however, no sensing was achieved. It was noted the patient appears to have silent atrium (historically no sensing observed in atrium) or possible silent/fine af that is not detectable at greatest sensitivity. Device is programmed to vvir with good rv lead parameters and no patient symptoms to pacing. Besides the intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.